Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 27 mmol/l. The other relevant blood glucose level was 21.8 mmol/l. The customer was treated with manual injections. The insulin pump passed high pressure test. Troubleshooting was performed for high blood glucose. The product will not be returned for the analysis.